Event description:
The pin and clip locking mechanism that secures the polyethylene insert component to the tibial prosthesis would not engage. A separate pin and clip had to be utilized. No other info was provided to co.